Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer reported receiving four or five motor error alarms which he was able to resolve and continue rewinding the insulin pump. The blood glucose reading was 150 mg/dl. Customer stated that the alarm occurred during a bolus and that the insulin pump had not been exposed to a strong magnetic field or MRI. He also reported that he had received a low battery alert before one week of battery life. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.